Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure using a 5f sheath. Reportedly, the 0.035" guide wire could not be inserted in the device, even after several attempts. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to resistance with the guide wire, include, but not limited to, user wipes off coating prior to insertion or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no.